Event description:
It was reported that a complete se iliac stent was used approximately 9 months past its use by date. No pt injury was reported.

Manufacturer narrative:
(B)(4). Evaluation: results: (failure of the user to verify the product expiry prior to use of product). Evaluation: conclusion: (failure of the user to verify the product expiry prior to use of product).